Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned device found moisture behind the seals and contamination inside the handpiece. The device is returned for repair and found that the device did not run. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Catalog # :906064. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the device had an increase in temperature and produced slight electric shocks to the user. The device was exchanged with another one and the procedure was completed. No other information has been provided.